Manufacturer narrative:
The biomedical engineer reports that the multi gas unit will not give a co2 reading above 30. Additionally, the device will not give an oxygen reading above 19. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the multi gas unit will not give a co2 reading above 30. Additionally, the device will not give an oxygen reading above 19.

Manufacturer narrative:
The unit was cleaned and evaluated. The reported problem of erratic co2 readings could not be duplicated. The gas sensing unit was replaced as a precautionary measure on this unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.